Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed the error 23003 pointing to joint position limit, universal surgical manipulator (usm) 2, axis 4. The tse guided the caller to reseat the sterile adaptor (sa) of the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part sa. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a nurse reported encountering error 23003, and the vision was going up and down. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed that error 23003 was related to a joint position limit issue in universal surgical manipulator (usm) arm 2, axis 4. The tse advised the nurse to reseat the sterile adaptor on the endoscope to resolve the issue. Additionally, the tse informed the nurse that if the errors persisted, it would be necessary to replace the endoscope and return it. The procedure was completing as planned with no report of patient injury.